Event description:
Baxter affiliate reports that a pt used improper aseptic technique while performing an exchange. A separation occurred between the white plastic pt connector and the silicone tubing, which is a breach in the sterile fluid path. The pt reconnected the tubing to the pt connector, and continued dialysis without seeking medical attention for 1 day. The pt contracted peritonitis, was hospitalized and had the catheter removed. The pt is now permanently on hemodialysis, therefore, no retraining on proper peritoneal dialysis procedures will occur. No further info is available regarding this incident according to the int'l affiliate.

Manufacturer narrative:
Circumstances relative to this alleged incident indicate improper user technique may have caused or significantly contributed to the alleged incident. The pt no longer uses peritoneal dialysis and is permanently on hemodialysis, therefore, no retraining on proper procedures will occur. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.